Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the second penumbra smart coil (smart coil) evaluated. The pull wire was completely retracted out of the distal detachment tip (ddt) for the second evaluated smart coil. Conclusion: evaluation of the returned devices revealed that both smart coils embolization coil was detached from their pusher assemblies. The first smart coil evaluated pusher assembly was kinked in multiple locations. This type of damage likely occurred due to forceful handling during use. These kinks in the pusher assembly likely created tension between the pusher assembly¿s hypotube and pull wire, which prevented the smart coil from detaching from its pusher assembly during the attempt of detachment using the handle. Retraction of the smart coil through the microcatheter likely released the tension between the hypotube and pull wire, which resulted in the smart coil detaching within the microcatheter. The second smart coil evaluated revealed that the pet lock was broken and the pull wire was completely retracted out of the ddt. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil using a handle. If the pet lock is broken and the pull wire is withdrawn, it will, by design, result in the embolization coil detaching from its pusher assembly. The root cause of the detachment issue during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02073; 3005168196-2017-02075.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven smart coils using a smart coil detachment handle (handle). The physician then was unable to detach a smart coil using the handle, and therefore retracted the smart coil, however the smart coil detached within the non-penumbra microcatheter. The physician could not advance the smart coil using the pusher wire, and therefore the physician retracted and removed the pusher wire. The physician then used a guide wire to advance the smart coil to the target location within the patient. The physician then was unable to detach another smart coil using the handle, and therefore the smart coil was manually detached. The procedure was then completed using two more smart coils and the same handle. There was no report of an adverse effect to the patient.